Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had not been able to make any adjustments since their previous report, captured in a separate event. On the morning of the report, woke up with dizziness and wooziness. It got to the point where they could not go to the bathroom, so they had to lay down and wait until it got better. Throughout the day, the wooziness got a little better, but was still there. The patient also reported that a week prior to the report they felt a shocking sensation that was pretty strong. It started in their groin area and went to their chest and to their arms. There were no fall or traumas reported. During the report, the patient decreased stimulation to 2.8 on program 4. It was reviewed that the patient has the option to adjust settings and if that does not help to contact their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she did not understand the device, but the manufacturer technician talked with her daughter and walked her though the steps to get a working program. The patient reported that it appeared that the settings were initially too high/strong. However, now the program seems to be gradually failing and the patient does not understand how to set it. The patient has an appointment with their hcp next week.

Manufacturer narrative:
Upon further review patient code applies in addition to listed in previous supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.